Event description:
It was reported that two phenom 21 microcatheters were used in a mechanical thrombectomy procedure. No device issue was reported and no patient information was available. Additional information received reported a solitaire 6 x 40 stent retriever could not be passed through the phenom 21 microcatheter(s). A phenom 27 microcatheter was used to successfully complete the procedure.

Manufacturer narrative:
G4. Since the solitaire generation and model/lot number information has not been reported to medtronic, the PMA/501k reference number is unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.